Manufacturer narrative:
During inspection and testing, there was no image. A review of the device history record found no deviations that could have caused or contributed to the image not being displayed. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the image was not displayed due to a charge-coupled device (ccd) failure. However, a definitive root cause of the reported issue could not be identified. The cause of the ccd failure could not be determined. Olympus will continue to monitor field performance for this device. In addition, the plug unit/video connector was bad and the serial plate was faded. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported that, during preparation for use, the image from the subject device was dark. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was no image. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.